Event description:
It was reported that during a percutaneous coronary intervention procedure for treatment of an unspecified condition, the physician observed that a 3.5x18 rx xience prime stent previously implanted in the mid right coronary artery on (B)(6) 2012, had restenosed. The rx xience prime stent had been implanted for treatment of a segment elevation myocardial infarction which occurred after implant of a non-abbott stent. The restenosis was treated with deployment of a 3.5x26 non-abbott stent. There was no adverse patient sequela or clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.